Event description:
It was reported that during a procedure, the unit broke in two pieces into the shoulder of the patient. It was further reported that all fragments were removed. Further, the surgeon used another device to finish the procedure without any delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.